Manufacturer narrative:
(B)(4). There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for inter-ventricular injury during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the non-functioning leaflet post valve deployment cannot be confirmed. Procedural factors (long pacing run, guidewire position, slow bp recovery/hypotension) may have contributed to the event. The exact cause of the tear in the lv cannot be confirmed. In additional to procedural factors (manipulation of the devices), patient factors (female gender, severe septal hypertrophy) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 23 mm sapien 3 valve was deployed in the aortic position as intended. Post valve deployment, the patient¿s blood pressure (bp) did not recover. Rapid pacing time was noted to have been ¿long¿ at 45 seconds. Cardiac massage was conducted; however, the bp did not increase adequately. Percutaneous cardiopulmonary support (pcps) was initiated. Echo showed wall motion of the left ventricle (lv) and no observation of a rupture. The hemodynamics became stable following the initiated of the pcps. Aortography was performed in an attempt to determine the cause of the hypotension. Aortic regurgitation (ar) was observed from the non-coronary cusp (ncc) side. Echo indicated the ncc leaflet did not move. The cusp was pushed with the pigtail catheter and the guidewire position was changed in an attempt to correct the ar. A new valve was also prepared in parallel for a valve-in-valve. After ¿a while¿, the cusp began to move. After the cusp began to move, pericardial effusion was noted to be increasing. Pericardial drainage was performed and 200 ml of arterial blood was removed. However, the effusion accumulated again within several minutes. The procedure was converted to open surgery. The sapien 3 valve was explanted. A check for the source of the bleeding was performed and a 5 mm tear in the lv septum was found. The edge of the stent appeared to ¿bite¿ into the septum due to the septal bulge. It was speculated that the tear may have affected the blood flow around it and possibly created another tear or hole connecting to the outside of the heart. The septal tear was closed with the patient¿s pericardium and a tissue sealing sheet was attached to the possible tear in the lv wall. Hemostasis was achieved. An intra-aortic balloon pump (iabp) was inserted for backup and the chest was closed. The native annular diameter measured 21.0 mm by CT. No valvular calcification was reported.

Manufacturer narrative:
The explanted sapien 3 valve was returned to edwards lifesciences for evaluation. Visual inspection of the valve revealed the frame was bent and distorted, likely due to the surgical removal of the valve. All leaflets appeared wrinkled, likely due to the distorted/bent condition of the frame. The valve was balloon expanded to reduce the bend for further evaluation. The frame remained bent and the leaflets remained wrinkled. No damage or tear was observed on the leaflets. No other abnormalities were observed. No functional testing could be performed due to the condition of the returned valve. Review of the related work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. During the manufacturing process, the valve frame components undergo multiple 100% quality and manufacturing inspections. The leaflet subassemblies also undergo multiple 100% inspections. The assembled sapien 3 valve undergo 100% inspections for coaptation testing and valve appearance before and after valve holder attachment. Prior to final packaging, 100% visual inspection is performed to ensure no damage to the valve from handling between the holder inspections and brep process. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. In this case, the report of the leaflet motion restricted in patient was unable to be confirmed. A definite root cause was not able to be determined at this time; however, DHR, lot history and complaint history review did not revealed any indication that a manufacturing non-conformance contributed to the reported event. Procedural factors (long pacing run, guidewire position, slow bp recovery/hypotension) may have contributed to the event. The exact cause of the tear in the lv cannot be confirmed. In additional to procedural factors (manipulation of the devices), patient factors (female gender, severe septal hypertrophy) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint history review revealed that the occurrence rate did not exceed the july 2017 control limits for this trend category. No corrective or preventative actions are required.